Manufacturer narrative:
The consumer did not provide their name, address or model number. Therefore we will not received the product for an investigation.

Event description:
7/25/2023 - the consumer claims to have received a burn. The consumer did not provide their name, address or model number. Therefore we will not received the product for an investigation.